Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flo-gard device had an f-38 alarm (malfunction in tube misloading detection circuitry). This occurred before use of the device, at power up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, and visual inspection performed. The f-38 alarm was identified during visual inspection and a review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.